Event description:
(B)(4).

Manufacturer narrative:
The report is being submitted under exemption (B)(4) by arjountleigh (B)(4) on behalf of the importer (B)(4). When reviewing similar reportable events for bolero device, we haven't found any cases with similar fault description (lifting device stuck with pt). We were able to find a deficiency with the device, it was confirmed by the arjohuntleigh rep that the handset was not working. This means that the bolero device was not up to specification when the incident took place. The device was being used for pt handling at the time of incident. From our evaluation it appears that the initial cause of the incident was a combination of damaged bolero handset, which caused stuck of the device, and untrained personnel, who were not aware of the emergency function available on the device. The use of emergency lowering and raising is clearly stated in the instruction for use (04.ce.01_13 gb dated june 2012): 'emergency high/low: if for any reason, bolero does not respond to the control buttons, raise or lower bolero by suing the emergency high/low. Unplug the hand control. Control bolero by pressing a blunt, thin object into the holes at the panel. (I.e. A pen). Press it into the hole next to the 'up arrow' in order to raise bolero. Press it into the hole next ot the 'down arrow' in order to lower bolero.' We have not been able to find any contributing mfg anomalies. Therefore it can be suggested that there was a deficiency with the device, but that use error caused the incident, the most relevant use error being a failure to follow the IFU (lack of proper training). The rec'd info and our evaluation as described above are showing that if the IFU safety warnings are followed there will be no pt or caregiver risk.